Event description:
It was reported that the customer was experiencing difficulty in charging the pump. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.